Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at the fillport. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 12, 2020 - march 13, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed fluid contained inside the bladder, but no evidence of leak at the fill port was shown. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.